Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial #: (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 28-feb-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. Information was reported that the patient stated that her paddle was lowered. The patient clarified it and was the lead she was referring "too". The patient stated the lead was hardly doing anything or the job. The patient stated she had the ins set on high settings and was charging all the time. The patient then stated when she had the lead lowered the surgeon noticed the lead was flipped upside down. The patient noted that since having the surgery she does not need to have the ins set as high. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the patient. They stated via letter that their understanding of the cause of the lead being "flipped" was that it was upside down. They stated there was a rep present at the procedure who would know. No further complications were reported.